Event description:
End user was reportedly operating the motorized wheelchair in a parking lot when the unit allegedly stopped suddenly and went over onto its side. End user reports fracturing her shoulder due to the incident.

Manufacturer narrative:
Components are being returned for evaluation.